Event description:
The patient was treated in the study with a precise (p08030rxc) to the proximal internal carotid artery in early 2008. Approximately 11 months after the index procedure, the patient deceased from unknown cause. No additional information is available.

Manufacturer narrative:
Please note that this product is not available for analysis. Additional information will be provided within 30 days of receipt.